Event description:
Additional information was received indicating that a routine device exchange and lead review procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. Lead damage was suspected, however, an x-ray was performed and no anomalies were noted. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.